Event description:
It was reported that the device did not work half way through the laparoscopic gastric bypass. It was being used with a generator and a solid tone was heard. A new instrument was opened to complete the case. There were no pt consequences.